Manufacturer narrative:
This report is submitted on 05 oct 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, followed by an infection. Re-implantation is planned but has not been performed as of the date of this report.